Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). Patient explained that for about 2 years they would turn stim on in the morning and off at night, but then it started where they would take 15-20 steps and the intensity was on low and would "lock me down" and patient couldn't move. So in the last year or two instead of having "it" on their hip all the time, patient would turn stim on for about 15 minutes when they got to the point where they were hurting until they weren't in pain anymore. Patient was recently implanted with a new device.